Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. A sales representative confirmed the reported alarm on site. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The reported ventilator inoperative did not occur during operational check performed in the repair center. The event log at the time of occurrence of ventilator inoperative was analyzed and it was confirmed that the event log writing had not been processed properly. Since the ventilator inoperative was not duplicated and the event log writing was not processed properly, it is assumed that a failure occurred in the data processing inside the unit when the reported issue occurred. In order to improve the reliability on the internal data processing, the software version was updated from 3.6 to the latest 3.6.1. Unit was checked overall, cleaned and functionally tested.